Manufacturer narrative:
The pump was received and is in the process of being evaluated by baxter. A f/u report will be filed once evaluation is completed, or if any additional details become available.

Event description:
The facility reported a syndeo syringe pump turned off by itself. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.